Event description:
Pt reported she was hospitalized due to high bg levels. The highest bg reported was 311 mg/dl (at 11:13 am). Prior to this reading, at 5:26 am, her bg was 44 mg/dl. No other information was provided regarding treatment received at the hospital. The pod is not expected to return.

Manufacturer narrative:
No product was returned for evaluation - we are unable to determine how the device functioning. No malfunction can be confirmed that may have caused or contributed to the pt's condition. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact a hcp for guidance. The user guide also warns "...if you experience unexpected elevated blood glucose levels, change your pod." Lot qualification records could not be reviewed since no lot number was provided.